Event description:
The facility representative reported a flogard infusion pump with an air in line alarm. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of "air alarm" was confirmed during evaluation by the quality engineering as a defective central processing unit (cpu) board because it is the most likely device issue experienced by the customer. The cpu board was replaced to resolve the issue. Additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).